Event description:
Analysis of the returned handheld serial cable was completed. No anomalies associated with the serial cable communication were identified during the analysis. However, it was identified that the serial cable had 2 open electrical connections in the power plug wire. Because of the open wire connections, the ac adapter was unable to supply power to the handheld. No further anomalies were identified.

Event description:
It was reported that the serial cable for the handheld device was causing intermittent communication issues due to a loose connection. Troubleshooting was performed and determined the root cause of the issues was the serial cable. The serial cable has not been returned to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.

Event description:
The handheld serial cable was received for analysis. Analysis is underway, but has not been completed to date.